Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer declined troubleshoot for high blood level. Customer's blood glucose value was 450 mg/dl. The customer reported that high blood glucose because the pump stopped giving insulin. The customer reported that about lost sensor signal alert, calibration not accepted and tape not sticking. The product was returned for analysis.